Event description:
It was reported the patient experienced a shocking or jolting sensation. After the shocking stopped, they stopped feeling stimulation. They were also unable to connect or make adjustment with their programmer. The patient had not fallen, but had some weight fluctuation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va04zxl, implanted: (B)(6) 2013, product type lead. (B)(4).